Manufacturer narrative:
PMA/510(k) # k162717. The investigation is in progress and a follow up MDR will be submitted.

Event description:
Failure to place indicated on this lot as per cc form received 27-jul-2022: "echec de pose : the doctor didn't choose the good size. No more details." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k162717. Supplemental report is being submitted as a cancellation report following additional info received on 22-aug-22 indicating that the device was not used as the complaint no longer meets the description of a reportable incident.

Event description:
Supplemental report is being submitted as a cancellation report following additional info received on 22-aug-22 indicating that the device was not used as the complaint no longer meets the description of a reportable incident. Additional info received 22-aug-22: "this stent was not deployed in the patient. The nurse didn¿t open the stent with the good size.